Manufacturer narrative:
Concomitant medical products: product ID 97715, serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt said one of their implants had taken longer to recharge and they had noticed both of their implants had dropped from 70-30% and 60-30% over night (pt said both of these problems started at the same time). Pt said they didn't see any messages on the controller and their rtm didn't get hot when recharging. Pt was looking to get in touch with a rep because they wanted to get their implants checked out in person. The patient was redirected to their healthcare provider to further address the issue.